Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia, bleeding, pain and redness. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the legal guardian that the patient's blood glucose level rose to 24.8 mmol/l (446 mg/dl) while wearing the pod. When the pod was removed from the infusion site, the pod's cannula was found bent and bleeding. It was reported the infusion site was painful and redness. As treatment, a new pod was applied.